Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? On (B)(6) 2022, the patient underwent microvascular decompression of left facial nerve + cranioplasty under general anesthesia. Hemostatic gauze was required for hemostasis during the operation. On (B)(6), the patient had surgical incision exudation and poor healing, and was given anti-infection debridement and dressing change. 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and, therapy dates. On (B)(6) 2022, the patient underwent microvascular decompression of left facial nerve + cranioplasty under general anesthesia. Hemostatic gauze was required for hemostasis during the operation. On (B)(6), the patient had surgical incision exudation and poor healing, and was given anti-infection debridement and dressing change 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Hemostasis. 8. What were current symptoms following the index surgical procedure? Onset date? Anti-infection debridement and dressing change, improved 10. Has any surgical or medical intervention been performed in addition to the anti-infection debridement and dressing change treatment? Anti-infection debridement and dressing change, improved. 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? May relate to patient 13. What is the patient¿s current status? Anti-infection debridement and dressing change, improved. The following information was requested, but unavailable: 1. Was there any intraoperative concurrent use of other products? Unk. 2. Where was the surgicel used (on what tissue)? Unk. 3. How much surgicel was used during the procedure?unk. 4. Was the surgicel product left in place?unk. 5. Were cultures performed? If yes, results? Unk. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative incision oozing and poor healing? Unk. 7. What is the users experience w/ surgicel powder and other hemostatic agents? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a microvascular decompression of left facial nerve+skull repair under general anesthesia procedure on (B)(6) 2022 and absorbable hemostat was used. The patient used hemostatic gauze to stop bleeding during the surgery. On the 15th day after the surgery, the incision oozed and healed poorly. The doctor gave anti-infection debridement and dressing change treatment. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What were the diagnosis and indication for the index surgical procedure? 2. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 3. Was there any intraoperative concurrent use of other products? 4. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 5. Where was the surgicel used (on what tissue)? 6. How much surgicel was used during the procedure? 7. Was the surgicel product left in place? 8. What were current symptoms following the index surgical procedure? Onset date? 9. Were cultures performed? If yes, results? 10. Has any surgical or medical intervention been performed in addition to the anti-infection debridement and dressing change treatment? 11. What is physician¿s opinion as to the etiology of or contributing factors to this event? 12. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative incision oozing and poor healing? 13. What is the patient¿s current status? 14. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.